Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was explanted. Further information was requested however, was not provided.

Manufacturer narrative:
Correction: this report is to retract report 2017865-2020-25184submitted on 29 dec 2020. This report was erroneously submitted.  This is a not a reportable event as the event was already reported .   All previously submitted information should be corrected to not applicable and null fields.

Event description:
New information noted